Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and had no delivery alarms on insulin pump. The customer's blood glucose was 450 mg/dl. The customer's current blood glucose was 187 mg/dl. The customer treated with manual injection. Troubleshoot was done for no delivery alarm. Customer reported alarm did not occur during manual prime and event was resolved by changing complete set. The customer declined to troubleshoot for high blood glucose. The product was returned for analysis.